Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator did not produce any unusual alarms during the 45 hour extended run in test at the customer's setting. The ventilator was functioning as intended. The ventilator was opened up and inspected with no abnormalities found. A review of the event trace log revealed an inop alarm and service soon code 100 condition, but this issue could not be reproduced during testing. Carefusion replaced the main board as a pre-caution. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator reset while in use. The customer did not provide any additional information regarding this reported issue.